Manufacturer narrative:
The device was in use for treatment. The extension cable was returned to the distributor for analysis. No information was provided as to the problem experienced. The cable was received with both positive and negative connectors broken off the cable, and both positive and negative stress reliefs pulled from the connectors. Testing of both positive and negative connections determined both to be open due to damage. The cause of the failure could not be determined. The instructions for use (IFU) informs the user that the cable can be re-sterilized by oscor eto gas sterilization a maximum of two times. Precautions are provided to the user: do not connect any cable model to a/c power source; connection of exposed pins to a/c power source may pose a risk of serious injury or death.

Event description:
This extension cable was returned to the distributor without information.